Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2020. It was reported that the trial patient pulled their pajamas down and tugged on the belt around their waist pulling on the wires and feels they pulled one out. The patient stated the device is uncomfortable and at times the therapy is uncomfortable. The patient was changed to another program per the clinician instructions today. The patient is currently on program 4 and feeling stimulation at 2.2. They were advised to contact her clinician with health concerns.